Manufacturer narrative:
G4:(B)(6) 2021. B4: (B)(6) 2021. G5: 510k: k102985. Upon a follow-up with technical support, the customer reported that a touchscreen was received, and it resolved the issue. Multiple attempts were made to obtain information on the device's repair/operational status have been unsuccessful.

Event description:
It was reported that the ventilator's touchscreen would not pass calibration. There was no patient involvement. The customer was advised by technical support to replace the touchscreen and was provided with the part number.